Event description:
Complaint was reported as the following: the 15mm connector on the et tube disconnected during routine use. The local sales rep followed up with the complainant at the hospital and it appears that clinicians at this facility may not be permanently seating the 15mm connectors in these endotracheal tubes prior to use as instructed in the products' IFU. He offered to provide in-servicing or any other support needed by this account to help reduce the potential for further issues with these endotracheal tubes. No report of pt injury or adverse event.

Manufacturer narrative:
No sample is available for investigation. DHR revealed no issues were related to this complaint. Root cause is unk due to lack of sample to investigate. No corrective actions were taken.